Event description:
It was reported that, during a procedure with this device, the delivery device failed to retract completely. The delivery device was removed, but the patient was under duress and would not consent for the required additional treatment. It was noted that manual retraction was tried, however, the instructions to do it were unclear, causing at the end abrasion in the urethra as the device was retracted. The patient experienced a hematoma due to this and in addition the patient was instructed to drink additional water to clear the blood and to leave the catheter in placed until a follow up in 4 weeks. The procedure was aborted early, and the patient will need a second therapy. The patient is expected to fully recover.

Manufacturer narrative:
Correction to field g1: MFR site country. Correction to field g1: MFR site zip/post code. Correction to field g1: MFR site state. Correction to field g1: MFR site city. Correction to field g1: MFR site address 2. Correction to field g1: MFR site address 1. Correction to field g1: MFR site facility name. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on limited information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during a procedure with this device, the delivery device failed to retract completely. The delivery device was removed, but the patient was under duress and would not consent for the required additional treatment. It was noted that manual retraction was tried, however, the instructions to do it were unclear, causing at the end abrasion in the urethra as the device was retracted. The patient experienced a hematoma due to this and in addition the patient was instructed to drink additional water to clear the blood and to leave the catheter in placed until a follow up in 4 weeks. The procedure was aborted early, and the patient will need a second therapy. The patient is expected to fully recover.